Event description:
It was reported that inflammation and vaulting were noted one day post implantation of the lens in the pt's right eye. The lens was subsequently exchanged for a standard monofocal lens (7.5d) and the uva improved. The pt's most current bcva was 20/30 after lens exchange. The pt's prognosis is good.

Manufacturer narrative:
The lens has been requested, but not been rec'd for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.